Event description:
It was reported that the patient presented for a follow-up in clinic. It was discovered via a chest x-ray (cxr) that the right atrial (ra) lead was fractured. The fractured ra lead resulted in unspecified capturing issues, device sensing issues due to p-wave amplitude variation, and high pacing impedance. The patient was asymptomatic. The ra lead was capped and new ra lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.